Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had difficulty charging the implanted neurostimulator. They said they had been charging since early this morning and received message that internal battery was 10% or less, code 9767. Patient said that equipment was recently replaced due to lost/stolen. The following troubleshooting steps were performed: confirmed communicator was off while recharging, patient placed recharger over neurostimulator site and when connected they received charging and to keep recharger over implant site for 30 minutes. Patient confirmed that it had been a while since they recharged their implant as patient was hospitalized. The issue was not resolved through troubleshooting. Patient services redirected patient to their managing physician regarding code. Patient said that they had an appointment this afternoon with healthcare provider and will bring their equipment and request that they call technical services regarding code that patient received. Additional information was received from the manufacturer representative (rep). They stated the cause of the issues was not determined but that they were meeting with the patient on (B)(6) 2023 to troubleshoot and obtain device logs. On (B)(6) 2023 the rep called patient services. The caller indicated that they were in open loop charging and couldn't get the ins to charge past 20% after 15 minutes of charging. The caller indicated that they connected to the ins with the therapy application to verify the charge level. The caller attempted to reset the recharger and then the handset displayed the code 3167. The caller attempted to start a charging session. The recharger started open loop charging again. The caller attempted to do the clinician reset of the ins using the recharger. After the caller attempted to reset the ins they got code 4100 in the recharger application. The caller then got the open loop charging screen. The caller remained in the open loop charging session for about 5 minute but was unable to connect to the ins for normal charging. The caller connected to the ins with the clinician app which displayed a por message. The caller created a data report. The caller reviewed the recharging diary and indicated that the device had 8 charging sessions logged, only one session from sept 2020 showed the ins charging beyond 20%. The caller provided the following session details: (B)(6) 2023, charged for 9 minutes, coupling poor (B)(6) 2020 charged the ins to 80%. The issue was not resolved through troubleshooting. Technical services sent a request for a replacement recharger to be sent and connected the caller to healthcare it to send in log files and data file.

Manufacturer narrative:
H.6.: fdd codes were updated - a13 and a0706 were removed from reportable pli. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.